Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip, at an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. F/u information was rec'd via medical records on (B)(6) 2009. On (B)(6) 2008, the pt experienced a high zinc level. On (B)(6) 2008, the pt experienced a low copper level. On (B)(6) 2009, the pt's copper level was still low, but improved. At the time of this report, the outcome of the zinc level was unk. Medical records rec'd (B)(6) 2010: on (B)(6)2008, the pt was seen by a neurologist with a two to three year history of upper leg pain. This had worsened the six weeks prior, and she described it as a numbness-like sensation that was burning helped by neurontin. The numbness seems to go from about the umbilicus down. The pt had a similar situation in her hands and down her midback with bending her neck. It was also noted that the pt had a history of anemia and low white counts with bone marrow biopsy showing low copper. She had been started on copper supplementation and a b12 injection. At f/u on (B)(6) 2008, it was noted the pt had progressive neuropathy with a possible relationship to her copper deficiency. The pt's symptoms continued at f/u through (B)(6) 2009. This case is now considered medically serious by gsk.

Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).